Event description:
This pt presented "complaining of intermittent sensation of a 'twitching' or funny sensation in her right flank with was episodic and most commonly seen during periods of time when she was driving over bumpy ground." The atrial lead was found to be micro-dislodged. At the pt's request, this lead was explanted and not replaced on (B)(6) 2010. The rv lead and pacemaker were repositioned at this time and left implanted. This lead was retained by the hospital. Should additional info become available, this file will be updated.